Event description:
The patient was revised since the head came off from the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned devices by depuy international was not able to conclusively determine root cause. Taper corrosion was confirmed by visual inspection. This is thought to be due to pitting corrosion and may have been a source for the release of metal ions and debris that may have resulted in an immune response causing the pseudotumour. The cause for the femoral head becoming detached from the stem is unknown and the stem would be needed for inspection to investigate this further. A review of the device history records by depuy (B)(4) finds no related manufacturing deviations or anomalies that would have contributed to the event. A search of the complaints databases finds one other reported dislocation against the 2448239 lot code and one other report against the 2416744 lot code for alval. Depuy considers the investigation closed at this time. Should the other product and/or additional information be received, the investigation will be re-opened.